Event description:
On 6/23/78, pt underwent bilateral mastectomies for fibrocystic disease, placement of dow saline implants. In 48 hours, spiked temperature of 101-102, and ramained in that range even with antibiotics. On 7/7/78, pt sent home with increased temperature. On 7/8/78, pt returned to hosp due to temperature of 104.4. On 7/10/78, saline implants removed. On 7/17/78, pt home from hosp. On 9/28/78, saline implants re-inserted (dow). On 7/19/79, silicone implants (mcghan) inserted due to rupture of both saline ones. On 10/12/81, cicatrix (bilateral) done in office due to hardness. On 5/6/91, silicone implants only removed in office. On 5/8/91, both breast areas were reddened, tender, and swollen; prescribed keflex. On 6/6/94, pt diagnosed as having atypical connective tissue disease); 359. Disability in 1988 at age 60 for global settlement. Physician writes, "I am a physician, board certified in rheumatology and internal medicine. I have seen the pt for eval of her general medical status as related to her silicone breast implants. Based on this assessment, this woman has had the following problems which have arisen since the time her implants were placed; atypical connective tissue disease diagnostic criteria. Group I (a.): 3. Keratoconjunctivitis sicca with dry eyes, dry mouth, documented by another dr. Group ii (b.): - immune medicated skin changes manifesting as macular rash with some ulceration. - serologic abnormalities including positive ana (hep ii) at 1:320 titer, speckled pattern. Group iii (c.): 1. Documented arthralgia. 2. Documented myalgias. 3. Chronic fatigue (greater than 6 months). 5. Documented neurological symptoms including cognitive dysfunction and paresthesia. 8. Documented dysphagia. 9. Documented alopecia. 11. Documented sleep disturbances. 13. Documented chronic cystitis or bladder irritability. 17. Burning pain in the chest, breast and arms. Based on this assessment, this woman has at least 1 from group I (a), 1 from group ii (b), and 9 from group iii (c); and therefore meets the schedule criteria for atypical connective tissue disease. The date of onset of the qualifying symptoms and current level of disability was in 1988 at age 60. 1. Her implants were placed in 1978. 2. They were removed 1991. I have the info necessary to form a professional opinion about the pt's disability, which is based on my examination of the pt, including a medical history and assessment of her functional capacity, and on the pt's medical records. This pt is in severity/disability compensation category b, 35% disabled, due to the compensable condition, becaue she demonstrates a loss of functional capacity which renders her unable to perform some of her usual activities of vocation, avocation and self-care. Other medical problems which are unrelated or only indirectly related to her implants contribute to disability extending beyond the 35% level." Physician writes, "I would like to first point out that I initially saw an infectious disease consultant during her hospitalization in june of 1978. At that time, she had undergone bilateral breast removal with the subsequent replacement of silastic implants. Immediately following surgery, she developed a fever that persisted. No obvious sign of infection was detached. At the time I saw her, her fever was in the range of 101-102 and had remained in that range for the previous 7-10 days, despite periods of antibiotic therapy, including both keflex and keflin. The only significant abnormality found at that time was a slight elevation of her alkaline phosphatase, ldh, and sgot. On that basis, serologic studies for possible causes of hepatitis were undertaken and were all within normal limits. However, subsequent convalescent titers were obtained, and a rise in titer of cytomegaly virus serology between july 3 and july 12, 1978, showed a rise from less than 1:8 to a titer of 1:256. This serologic change is diagnostic for cytomegalovirus, and therefoe, I feel the diagnosis of cytomegalovirus hepatitis was established. I have seen her in followup, at which time her liver function tests have resolved completely. She has subsequently undergone a revision of her mammoplasty. Parenthetically, I would point out that as part of her initial work-up, there was some concern as to whether she was having a reaction to the material of the original implants, and therefore, these were removed, to be replaced approx one month ago. She handled the second surgery very well, indeed, and at this stage, to the best of my knowledge, is totally asymptomatic."